Manufacturer narrative:
The lens was returned to the manufacturer for evaluation and residue of viscoelastic was observed on the lens, consistent with information provided in the initial report that the lens has been handled and prepared for surgical use. Visual inspection at 10x microscope magnification was performed and the lens was observed with both haptics distorted / bent. One of the haptics was detached. Lens was observed torn/damaged. The reported complaint issue was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformance reports (ncr) or deviations associated with the production order the lens belonged to. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a za9003 intraocular lens (iol) was difficult to fold and the iol was found to be cracked during insertion. No further information was provided.